Event description:
The nxstage heater malfunctioned: "fluid too hot." Alarms reported by nurse an hour earlier. Ns rinse back blood and taken off treatment per protocol by dialysis nurse. Nxstage machine removed from unit, for service by contracted dialysis service provider. Patient status unchanged.